Event description:
The customer reported that while setting up a unit for use on a pt, a routine check was performed and the pressure and ECG keys were not operating. The pt was switched to another unit and therapy was initiated. No pt injury was reported.